Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occurrences that there were air bubbles in the luer lock. The customer's blood glucose level was in the 400s mg/dl range. The customer changed the infusion set, and primed the tubing to address the issue each time. Reportedly, the customer continued using the pump for insulin therapy.